Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their older pump. The customer states when they insert battery, the pump remains dead. The customer's blood glucose level could not be verified. The customer declined to troubleshoot the device. The customer was awaiting newer pump.